Event description:
Caller reported a cgm error 42, concerning the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to perform a pump reset, and upon completion, the error code did not reappear, allowing the caller to successfully start their sensor session.